Event description:
Complainant alleged that the clinicians were setting up the device for use on a patient (age and gender unknown), but when they attached the device to the defibrillator, the defibrillator dispalyed a "cannot charge" error message on the device screen. The clinicians were able to obtain another device to treat the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.